Event description:
It was reported that the pump touch screen has "spider-web" like lines, leading to screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.